Event description:
It was reported by service report that the scale was not accurate and the bed exit system was not alarming locally. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.